Event description:
It was reported that during a renal treatment procedure, balloon deflation difficulties occurred. The customer reported, "the balloon would not deflate properly. There were no complications, the device did deflate. The case was completed with this device." There were no reported patient complications and the current patient condition is "ok". Further information has been requested about this event.